Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, the patient underwent spine fusion surgery (from a transforaminal and posterior approach) on the lumbar region of her spine from vertebrae l4 to s1, with the help of rhbmp2/acs. It was reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and transverse processes). Post-op, the patient complained of progressively worsening low back pain with radiculopathy and swelling in her lower extremities. It was reported that the patient experienced chronic back and hip pain radiating down both legs, and numbness and tingling in both feet, difficulty in walking and standing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted on (B)(6) 2010 and presented with following pre-op diagnosis: grade 3 to 4 spondylolisthesis, l5-s1 with degenerative disk disease at l4-l5 and spinal stenosis. She underwent following procedures: gill laminectomy l5; tlif, l4-ls, l5-s1; reduction and spondylolisthesis ls-s1; placement pedicle fixation (expedia 6.0 variable reduction screws at l5 on the left side); posterolateral fusion, l5-s1, l4-l5. Placement coroent cages l4-l5, l5-s1. Fusions accomplished with infuse large package and local bone. As per operative notes,¿ an 8-mm cage was then placed first filling it with local bone which had been morcellized and stripped of soft tissue and a single sponge of bmp wrap around local bone was placed in front of the cage and the cage thereafter. The disk space had been thoroughly irrigated and the wound had been thoroughly irrigated with pulse lavage system before this was done. After l5-s1 was done, l4-l5 was done, the exact same fashion. In this instance, however, 1 10-mm cage was used and distraction was obtained across l4-l5 using a laminar spreader at the pedicle on the left side. Once both cages were placed, they were carefully inspected fluoroscopically with excellent position of the cage noted in each instance and good maintenance of reduction to l5-s1 slip. The bmp sponges wrapped around local bone was placed taking 2 sponges between l4 and s1, and the screws were placed and locked.¿ she got discharged on (B)(6) 2010. No intra-operative complications were reported.